Manufacturer narrative:
Investigation results: summary: the batch history analysis was performed, there were quality notification and maintenance records of the packing machine found related with this batch. The sample provided was analyzed and it was possible to confirm the defect multiple units in a single unit package and shield missing. The likely cause for the defect may have occurred during a loading failure on the packaging feeder charger and crashes during assembly process for shield missing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: confirmed: bd can confirm/reproduce the incident in question multiple units in a single unit package and shield missing. Samples/ photos analysis: the sample was analyzed and confirmed multiple units in a single unit package and shield missing. The batch history analysis was performed, there were quality notification and maintenance records of the packing machine found related with this batch. The sample provided was analyzed and it was possible to confirm the defect multiple units in a single unit package and shield missing. The likely cause for the defect may have occurred during a loading failure on the packaging feeder charger and shocks between parts during assembly for missing protector. Root cause: the probable root cause is related with line transportation of machine due to the charge failure for multiple units in a single unit package and shocks between parts during assembly for missing protector. Based on the severity, CAPA is not necessary.

Event description:
It was reported there was a bd precisionglide¿ needle found without the needle shield and was sticking through the plastic package. There was no report of injury or medical intervention.